Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery of the tibioperoneal (tp) trunk. The 2.0x20mm armada balloon catheter had no resistance during advancement and was connected to an indeflator. When pressurized with 2-3 atmospheres (atms), the balloon did not hold pressure. There was no resistance during removal. The armada was soaked, however, it was not prepared (air aspiration) outside the anatomy prior to use. Another same size armada was used with the same indeflator to complete the procedure. The patient was heparinized. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported material rupture could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the percutaneous transluminal angioplasty (pta), armada 14 xt, over the wire (ot), global instructions for use (IFU) preparation for use section) specifies: caution: all air must be removed from the balloon and displaced with contrast medium (diluted 1:1 with normal saline) prior to inserting into the body (repeat steps 4a through 4g, if necessary); otherwise, complications may occur. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.